Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited loss of capture, elevated pacing threshold measurements and an escape rate in the 20s, necessitating the use of a temporary pacemaker. It is reported that the patient has renal failure and potassium issues. Pacing threshold measurements are 3.5 @.5 and pacing impedance is 1300-1400ohms. Shock impedance is 45 ohms. The patient is hospitalized. No noise was observed on the electrograms.